Event description:
It was reported that during mechanical thrombectomy (an endovascular clot retrieval) procedure, during preparation while shaping the subject guidewire with guidewire introducer the physician noticed pealing/shearing of the coating from the proximal portion of the subject guidewire. The subject guidewire was not used during the procedure. The physician replaced it with a new device. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual inspection of the returned device revealed that the guidewire was kinked 2.0cm, 2.7cm and 7.7cm from the distal end and the ptfe was peeling/peeled off in multiple places along its proximal section from 1.9cm to 43.4cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. A functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that rehousing the wire referred to putting the wire back into the dispenser hoop. Issues with the guidewire were noticed during preparation while shaping the device with the help of guidewire introducer, it is unknown how much coating peeled off but it was the proximal end of the wire that the shearing was noticed. The dispenser hoop was flushed prior to removing the wire and no resistance was noted removing the guidewire from the dispenser hoop. The shearing was noticed when using the stryker guidewire introducer that is supplied with the wire. The wire was being used during an endovascular clot retrieval. There were four lines with continuous flush running throughout the procedure. Analysis of the returned device found the guidewire was kinked/bent at the distal end. In addition, the ptfe was peeled off or peeling between approximately 0.2cm to 74.6cm from the proximal end which indicates the ptfe encountered an interaction with another device. The type of peeling noted is consistent with damage caused by back loading the guidewire into the introducer sheath. However, since the introducer sheath was not returned for analysis this could not be definitively assessed. Therefore, a cause of undeterminable has been assigned to the as reported/as analyzed 'guidewire ptfe coating peeling'. The as analysed ¿guidewire distal end kinked/bent¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during mechanical thrombectomy (an endovascular clot retrieval) procedure, during preparation while shaping the subject guidewire with guidewire introducer the physician noticed pealing/shearing of the coating from the proximal portion of the subject guidewire. The subject guidewire was not used during the procedure. The physician replaced it with a new device. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.